Event description:
Dealer states that consumer noticed the cable was disconnected and when it was reconnected, the unit sparked and fried. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model bar600ivc, serial number/date code (B)(4) is approximately 3 years 1 month old. The owner's manual part number 1123842 rev g (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer stated that the consumer noticed that a cable was disconnected and when the consumer reconnected the cable, it sparked and fired. Dealer stated that the connector on the motor head is burnt and it smoked. Dealer stated that he was advised of the recall but evidently did not replace this cable during the recall. A new junction box, head motor and crossover connector is being sent. Recall number z-0187-2012.